Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer replaced the probe wipe and the instrument ran without any leaks. Initial attempts at troubleshooting failed to resolve the flagging issue. The customer adjusted value slightly for latex calibration, which resolved diff flagging issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a contained leak of 2ml from the probe wipe of a coulter ac·t diff 2 analyzer. There were diff flags 2 messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.